Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently displayed a message that there was a blockage and instructed the customer to change the cartridge. Blood glucose level was in the 250-300 mg/dl range. Tandem technical support asked if the message was an occlusion alarm; however, the customer denied that occlusion alarms occurred and clarified that the message only told the customer to change the cartridge. Although requested, the customer declined to upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.